Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that an everest screw fractured and four everest set screws migrated post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the first of four everest set screws.